Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, myopotential rv lead noise was observed. There was inhibition of pacemaker seen with isometric testing. Patient has a history of syncope. Device and lead is anticipated to explanted and a new device and lead to be implanted due to the device reaching normal elective replacement indicator. Patient was stable.

Event description:
New information received on january 16, 2019 states that the device was explanted and the lead was capped on (B)(4)2018 and a new device and lead was implanted. No further information is available.